Event description:
It was reported that during preventative maintenance the cs300 intra-aortic balloon pump (iabp) unit failed the battery run test. The battery run time was 55 minutes, the minimum requirement is 135 minutes. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) observed the battery fail runtime test. To fix the issue, the fse replaced the battery, sealed lead acid,12v, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Updated fields; b4, d10, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.